Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was not getting enough insulin during injection. The following information was provided by the initial reporter: material no. 320550, batch no. 9338806. It was reported that medication flow was difficult and feels like he's not getting enough insulin during injection. Also stated numbers have been higher.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was not getting enough insulin during injection. The following information was provided by the initial reporter: material no. 320550, batch no. 9338806. It was reported that medication flow was difficult and feels like he's not getting enough insulin during injection. Also stated numbers have been higher.

Manufacturer narrative:
H.6. Investigation: customer returned five (5) unused 32gx4mm bd pen needles from lot 9338806. Consumer reported that medication flow was difficult and feels like he's not getting enough insulin during injection; also stated numbers have been higher. All 5 returned pen needles were examined, then tested for flow using a test pen injector: all 5 were able to attach to the pen injector and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.